Event description:
The patient reports that the battery in their dash personal diabetes manager (pdm) has swollen. The battery is draining quickly, when at 50/60% the pdm turns off. The screen often doesn't respond or responds with a significant delay.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res # (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.